Event description:
It was reported that battery leaked and damaged battery compartment of insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
Insulin pump received with no esc and up button response due to corroded keypad traces. Unable to verify for operating currents, including low battery or off no power alarm due to no esc button response. However, the battery tube was corroded. Insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.